Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("pain in her back") and device physical property issue ("essure device was stretched out and irregularly shaped in both of the excised fallopian tubes"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, nausea, abdominal pain lower, back pain and device physical property issue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device physical property issue, genital haemorrhage, nausea and pelvic pain to be related to essure. Diagnostic results: in (B)(6) 2013 (after essure removal): specimen report - essure device was stretched out and irregularly shaped in both of the excised fallopian tubes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2017: case (B)(4) was identified as a follow-up to this current case, therefore case (B)(4) was marked for deletion.the following information from case (B)(4) was added: new legal claim - lawyer's contact update; plaintiff's demographic data updated; essure treatment details (date implanted, date explanted, and removal method); new adverse events (pelvic pains, cramping, pain in her back and essure device was stretched out and irregularly shaped in both of the excised fallopian tubes). On 5-may-2017: no new information. Company causality comment: this spontaneous legal case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including pelvic pain, abdominal pain, and heavy bleeding (seen as genital bleeding). On (B)(6) 2013, she underwent surgery (exploratory laparoscopy and bilateral tubal ligation) and essure was removed. Pelvic pain, abdominal pain and genital hemorrhage may occur with essure therapy and may have multiple causes. In this case, no alternative explanation was given to the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("pain in her back") and device physical property issue ("essure device was stretched out and irregularly shaped in both of the excised fallopian tubes"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on (B)(6) 2013) and surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, nausea, abdominal pain lower, back pain and device physical property issue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device physical property issue, genital haemorrhage, nausea and pelvic pain to be related to essure. Diagnostic results: in (B)(6) 2013 (after essure removal): specimen report - essure device was stretched out and irregularly shaped in both of the excised fallopian tubes. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure device was stretched out and irregularly shaped in both of the excised fallopian tubes" in april 2013 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: iud from february 2011 to march 2013. Concurrent conditions included body mass index normal. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("bloating in upper are of stomach"). On (B)(4)2013, the patient had essure inserted. In april 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("pain in her back") and alopecia ("hair loss"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dizziness ("dizzy") and was found to have weight increased ("weight gain/weight gain 15-20 lbs during course of device being in my body"). The patient was treated with surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on (B)(4)2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(4)2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, nausea, abdominal pain lower, back pain, dysmenorrhoea, fatigue, alopecia, migraine, headache, dizziness, vaginal haemorrhage, menorrhagia, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. In apr-2013 (after essure removal): specimen report - essure device was stretched out and irregularly shaped in both of the excised fallopian tubes. Pathology diagnosis a. Fallopian tube segment, left full cross section of oviduct. B. Fallopian tube biopsy or resection, right oviduct with benign paratubal cyst, c. Indwelling object removed from, left oviduct foreign body consistent with contraceptive device (fallopian tube insert). D. Indwelling object removed from, right oviduct foreign body consistent with contraceptive device (fallopian tube insert). Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received. Reporters information updated. Event: weight gain, bloating were added. Medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure device was stretched out and irregularly shaped in both of the excised fallopian tubes" in april 2013 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("pain in her back"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and dizziness ("dizzy"). The patient was treated with surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on 22-apr-2013) and surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and nausea had resolved, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, fatigue, alopecia, migraine and dizziness outcome was unknown and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. Diagnostic results: in apr-2013 (after essure removal): specimen report - essure device was stretched out and irregularly shaped in both of the excised fallopian tubes. Pathology diagnosis: fallopian tube segment, left full cross section of oviduct. Fallopian tube biopsy or resection, right oviduct with benign paratubal cyst, indwelling object removed from, left oviduct foreign body consistent with contraceptive device (fallopian tube insert). Indwelling object removed from, right oviduct foreign body consistent with contraceptive device (fallopian tube insert). Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received: reporter information, patient details, product information, events- dysmenorrhea (cramping), fatigue, hair loss, migraines, headaches, did you undergo an essure confirmation test? No, dizzy were added nincident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 14-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. After the implant procedure, the plaintiff began experience nausea, abdominal pain and heavy bleeding. On or about (B)(6) 2013, she had both of the coils removed by undergoing bilateral salpingectomy as a definitive solution to the symptoms that she experienced. Case correction following internal review on 23-sep-2016: during internal review it was notified that the previously reported initial receipt date 14-jul-2016 is incorrect. The correct initial receipt date of the case is 13-sep-2016. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). After a month of essure insertion, she had both of the coils removed by undergoing bilateral salpingectomy. The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature, compatible temporal relationship and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure device was stretched out and irregularly shaped in both of the excised fallopian tubes" in (B)(6) 2013 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: iud from (B)(6) 2011 to (B)(6) 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("pain in her back"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and dizziness ("dizzy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (essure removal, exploratory laparoscopy and bilateral tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, nausea, abdominal pain lower, back pain, dysmenorrhoea, fatigue, alopecia, migraine, headache, dizziness, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2013 (after essure removal): specimen report - essure device was stretched out and irregularly shaped in both of the excised fallopian tubes. Pathology diagnosis a. Fallopian tube segment, left full cross section of oviduct. B. Fallopian tube biopsy or resection, right oviduct with benign paratubal cyst, c. Indwelling object removed from, left oviduct foreign body consistent with contraceptive device (fallopian tube insert). D. Indwelling object removed from, right oviduct foreign body consistent with contraceptive device (fallopian tube insert). Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. New event added- abnormal bleeding (vaginal, menorrhagia). Events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 04-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). After a month of essure insertion, she had both of the coils removed by undergoing bilateral salpingectomy. The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature, compatible temporal relationship and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.